Manufacturer narrative:
Na.

Event description:
During the matrix smartlock surgery, the surgeon found that the cortical screw passed through the oval screw hole of the plate. Therefore, when the surgeon inserted another screw to the oval screw hole, the screw was able to be fixed without problem. The surgeon requested the investigation of the cortical screw.